Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle leaked during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "(B)(6) 2020, the indwelling needle was found to be leaking during the infusion."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9106899. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle leaked during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "(B)(6) 2020, the indwelling needle was found to be leaking during the infusion."